Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion being treated was 70% stenosis and severely calcified in a severely tortuous obtuse marginal (om). The lesion was predilated with a maverick balloon (unknown size). It was noted that the physician had difficulty crossing the lesion with a maverick balloon. After predilation the physician attempted to advance a taxus express2 2.5 x 8 mm stent. However, the stent was unable to cross the lesion. Upon removal of the stent delivery device from the patient's body the physician noticed that the stent was missing from the balloon. The stent was found dislodged in the y-adapter. No injury or patient complication was reported. Patient status is reported to be "fine."